Event description:
It was reported that in the cath lab, via the femoral vein, a wedge catheter was being placed. The balloon inflated on pre-test with no problems noted. The physician inserted the catheter and advanced in the right atrium. He attempted inflating it with co2, but the balloon failed to inflate and was removed. A new catheter was used with the balloon inflating successfully after insertion. There was no patient death or injuries. There was no medical/surgical intervention required. The patient was listed in good condition with no delay in therapy noted.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.